Event description:
It was reported that there was intermittent pacing at 50 and oversensing on the right atrial (ra) lead. The lead remains in use. The patient is enrolled in (B)(6). No patient complications have been reported as a result of this event.